Event description:
The reporter stated that it was observed during a pt's post-operative clinic visit, that the calcaneal screws had missed the corresponding holes in the implanted nail. To date, no revision surgery is scheduled. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.